Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with chest pain during deep breathing. An echocardiogram confirmed a small pericardial effusion. On (B)(6) 2013, the lead was explanted and replaced.